Event description:
In 2009 : customer reports twice during patient procedures fluoro would stop working, but then start working again. Customer does not recall patient procedure or demographics, but does state procedure were able to be completed. No injury to patient or staff.

Manufacturer narrative:
Biomed states operator could not fluoro on two separate occasions. When biomed checked the table, there was an image system misaligned message on the table display. This is an interlock which would prevent fluoro. After clearing the interlock, the system has operated with all function. Technical support discussed the interlock theory with biomed who will monitor system.